Manufacturer narrative:
(B)(4). Country: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured during surgery. The flexion gap was tight, and when the surgeon inserted the poly, he exerted too much pressure and the tasp fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 h6: component code: mechanical (g04) - provisional bottom visual inspection of the provided photo of the instrument found it to exhibit signs of repeated use nicked / gouged and the lateral feature of the tasp has fractured off. The tasp was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. The surgical technique instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. The tasps were inserted with excessive force during the surgery which caused the fracture of the provisional; hence the root cause is attributed to user error/off label use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.